Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit is alarming/ unit noisy/ unit alarms not functional. The key failure is the power switch has no alarm. The unit alarming was due to the pilot valve leaking and the noise issue was attributed to the compressor.